Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the 61 year old patient was on impella 5.5 support and during support, the patient was being transferred when the pump came across the aortic valve. The pump was advanced. The patient was eventually bridged to transplant.

Manufacturer narrative:
The investigation of positioning issues has been completed. The cause of the positioning issue was not determined due to lack of clinical information and no product returned.